Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging that she was experiencing a "date/time" issue with her one touch ultramini meter. The complaint was classified based on the medical surveillance specialist (mss) follow up call (B)(6), 2012. The mss was advised by the patient of the following: she tests three times a day and takes insulin, 30units of lantis in the morning and sliding scale of regular in the morning, noon, and at night. The patient stated that the alleged issue began on (B)(6) 2012 at 7:00am but did not make any changes to her usual diabetes management routine in response to the reported issue. The mss was informed that the alleged issue "did not prevent her from testing but it delayed her testing", and consequently, caused her to develop symptoms of "shakiness". The patient "could not fully recall the specifics". The patient drank orange juice and felt better afterwards. During troubleshooting, the cca walked the patient through proper testing technique as recommended per the owner's booklet but the reported issue remains unresolved. Replacement meter was sent to the patient. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. However, the patient did claim that the reported issue delayed her testing and consequently, developed symptoms suggestive of hypoglycemia (shaking) and received treatment after the alleged date/time issue occurred.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.